Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients ipg was no longer functioning. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Surgical intervention addressed the issue.